Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving baclofen and dilaudid-hydromorphone (at unknown dosages and concentrations) via an implantable infusion pump for intractable spasticity. The patient reported that in the past, about two years ago, their pump had a 'long delay of starting up'. The patient stated it did end up starting back but wanted to have a manufacturer's representative (rep) call them to see if they could come to an upcoming appointment. The patient stated they were directed by their healthcare provider (hcp) to call and see about getting a bolus machine and the patient services specialist (pss) on the call advised the hcp needs to do that. The patient had questions regarding magnetic resonance imaging (MRI) and paging a rep. The pss reviewed and redirected the patient to their hcp. The patient did not have any hcp or rep information to provide on the call.